Event description:
Additional information was received and stated that the patient saw arcs of light due to decentered intra ocular lens. In surgeon's opinion, improper intra ocular lens loading caused or contributed to the event. The patient issues were resolved and the surgeons prognosis was good.

Manufacturer narrative:
Additional information was provided in a.2.,a3.a.,b.3.,b5.,b6.,b7.,d.10 and h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with seeing double. The lens was exchanged for another lens model 09 days following the initial procedure. Clinical reason for explant was mentioned as left haptic was found to be almost totally amputated and lens need to be exchanged. Additional information has been requested.